Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure. The procedure was completed (as planned) by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had stopped working. Upon troubleshooting, fse identified the status of the wi-fi (led) indicator on the wireless footswitch was off and the color of the battery indicator was red. The fse confirmed it¿s a charging problem. The charging connector on the battery is defective (pin broken) and the charger is also. To resolve the issue, fse replaced the wireless footswitch and charger. The defective wireless footswitch was returned to philips for failure analysis and the cause of the failure was found to be three anti-slip rubbers were missing. The bracket was loose, clear damage on the ringed earthed side of the connection and both pins are no longer present inside the connector. The defective wireless footswitch was returned to philips for failure analysis and the cause of the failure was found to be missing the top part connector. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charger issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charger issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch stopped working. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.